Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer and h6: event problem and evaluation codes updated. The device was returned for investigation. Visual inspection found the device had the tamper seal tampered with. The customer stated problem was duplicated. Device is due for routine maintenance. Installed MRI battery, sitered filter and o-rings for the preventative maintenance (pm). Replaced rotary flow valve. Replaced function switch for service damage. Adjusted peep control valve to tolerance. Performed preventative maintenance (pm), cleaned and affixed new service label. A device history report (DHR) review was not performed because the reported issue was not linked to the manufacturing process. The previous service history has been reviewed and deemed unrelated to the current customer reported reason.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the complaint created to document device, found to have the tidal rebound issue upon inspection during the preventative maintenance.